Manufacturer narrative:
The product was returned with complaint for review. Photo and visual examination confirmed the shell did not have the packaging materials still affixed; however, there was minor surface discoloration at the shell's proximal dome that may have been a result of partial adhesion. The device was used for treatment. This issue has been investigated and addressed through internal corrective and preventive actions. The reported lot number was confirmed to be manufactured prior to corrective and preventative actions taken on (B)(4) 2012. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed re...

Event description:
During surgery, the implant was opened and was noted that the 49mm bipolar metal shell had its sterile packaging wrapper glued onto the top of the bipolar shell.